Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon was inflated with 10cc of water and then immediately burst inside of a patient with no missing pieces. The customer would like the outer packaging of all the fr sizes to state the correct balloon size instead of 5cc for a 10cc catheter.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Visually inspect the products for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the balloon was inflated with 10cc of water and then immediately burst inside of a patient with no missing pieces. The customer would like the outer packaging of all the fr sizes to state the correct balloon size instead of 5cc for a 10cc catheter.